Manufacturer narrative:
Patient date of birth unavailable. Patient weight unavailable.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to bacteremia. Multiple spectranetics were used during the procedure, along with a spectranetics bridge occluding balloon. Prior to the procedure, the bridge balloon was prophylactically ''staged'' within the patient's inferior vena cava (ivc). In the event that an emergency occurred during the procedure, the bridge balloon could then be positioned and inflated within the superior vena cava (svc) to provide occlusion of the svc as a rescue measure. The physician began the procedure by using a spectranetics lead locking device (lld) along with suture to provide traction to the lead, and a spectranetics 11f tightrail sub-c dilator sheath. The physician progressed only partially into the subclavian vein before stalling due to heavy calcium. Next, the physician chose a spectranetics 14f glidelight laser sheath along with a visisheath dilator sheath but could not advance. A 13f tightrail sub-c device was used next, and progress was made to the innominate vein area. A 16f glidelight device was then chosen, and it reportedly took 3-4 minutes to exchange the tightrail and glidelight tools. Although it was reported that the physician recalls that anesthesia stated they provided medications for blood pressure support, it is unclear whether there was a status decline while the tightrail was in use or whether the decline began once the 16f glidelight was in use. The 16f glidelight and visisheath were advanced, and the visisheath was pulled back as proximal as possible as the physician rounded the corner into the superior vena cava (svc). The physician made progress over the svc coil. When the physician reached the distal end of the svc coil and while fully in the svc, the patient's blood pressure began dropping rapidly. Within in a minute, the bridge balloon device was positioned and inflated within the svc to provide occlusion to the svc area. A sternotomy was performed. A tear in the innominate/svc region was discovered, reportedly several cm long (please reference MDR #1721279-2020-00133, which captures this injury and the glidelight device that was in use in the area when the blood pressure dropped). During the repair, the surgeon inadvertently deflated the bridge balloon with a suture needle, so svc occlusion using the bridge balloon was lost. Intervention lasted well over 3 hours, but the repair was successful, the patient survived the procedure, and as of the next day, the patient was stable and responsive. This report captures the bridge balloon malfunction when the surgeon inadvertently deflated the balloon with a suture needle, due to the risk of serious injury if occlusion of the svc using a bridge balloon inadvertently is lost, regardless of how the bridge was deflated.